Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a phakic implantable collamer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The patient's post-op best-corrected visual acuity was 20/20 +1, the eye is quiet. Duane's retraction syndrome. (B)(4).

Manufacturer narrative:
Additional information received - the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.0/+2.0/118 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to refractive surprise. The lens was exchanged for another same length but different diopter lens and the problem was resolved. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection of the returned product found the haptic bent. There was evidence of clear surgical residue/debris on the product. Dimensional and functional testing was performed and the lens was found to be in specification. (B)(4).